Event description:
It was reported to nova biomedical that a consumer received a result of 348 mg/dl on their blood glucose meter. The consumer immediately performed an additional two tests using the same meter and strips getting the following results of 85 mg/dl and 77 mg/dl. The consumer alleges having control tested her test strips when they were opened and at the test strips control solution fell into range. During troubleshooting the integrity of the test strips was determined to be in range. The difference in the readings was determined to be clinically significant. The meter and test strips will not be returned for evaluation, due to the consumer refusing to return products for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.